Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 163661 lot number: unknown brand name: 28mm dia cocr mod hd -3mm; catalog number: 110010461 lot number: unknown brand name: e1 ringloc bipolar 28x44mm. Source: country: (B)(6). Source: literature: takuya nakamura, toru yamakawa , junji hori , hisataka goto , akihiko nakagawa , tetsuro takatsu , naoki osamura , atsushi saito , keisuke hagio and kanto mouri.(2021) conjoined tendon preserving posterior approach in hemiarthroplasty for femoral neck fractures: a prospective multicenter clinical study of 322 patients. Journal of orthopaedic surgery. 29 (3) 1-8. Https://doi.org/10.1177/23094990211063963. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that during an initial hip arthroplasty, the femur fractured. The fracture was stabilized with cerclage wires and no further complications were reported. Attempts have been made and additional information on the reported event is unavailable.